Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021 two xience sierra drug eluting stents (2.50x33, 3.25x33mm) (des) were implanted without reported issue. On (B)(6) 2021 the patient was re-hospitalized due to stent thrombosis and cardiac functional disturbances. Percutaneous transluminal coronary angioplasty (ptca) and dilatation of the coronary artery was performed. The patient was discharged to home . No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.